Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during prep. Therefore, the product was not available, and hemostasis was achieved by another mynx device. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The mynx control vessel closure unit was prepared and used in accordance with instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx control vcd was used in a percutaneous coronary intervention (pci) with a retrograde approach. The physician had achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) burst during prep. Therefore, the product was not available, and hemostasis was achieved by another mynx device. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The mynx control vessel closure unit was prepared and used in accordance with instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx control vcd was used in a percutaneous coronary intervention (pci) with a retrograde approach. The physician had achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 6f/7f (ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected. It was observed that button 1 and button 2 were not depressed. Neither the syringe, nor the procedural sheath, were returned for analysis. The stopcock was set to the open position. The sealant remained in the manufactured position. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noted. Per functional analysis, an inflation/deflation test was performed on the returned device to ensure the balloon¿s functionality according to the IFU. The results revealed a leak in the balloon. Per microscopic analysis, the balloon was inspected using a vision system to obtain a magnified image. The pin hole was confirmed. A product history record (phr) review of lot f2222303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the pin hole found could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the loss of pressure during prep reported. However, handling factors during prep are possible. This type of rip is typically observed when the balloon comes into contact with calcification, and/or other procedural devices (such as a damaged procedural sheath, stent, or vascular graft). According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.